Event description:
It was initially reported that the catheter broke and fragmented. Multiple attempts have been made to clarify the reported event. The sales representative followed up with the nurse and doctor and it was indicated that there was balloon "breakage" and from the discussion it appeared that the doctor may have been applying too much back pressure/force to the balloon when removing the thrombus. It was also initially indicated that the patient had to return to surgery, the specifics were not communicated. The model is unknown, it was indicated that it was a 3f catheter.

Manufacturer narrative:
If the device becomes available or additional information is provided a supplemental report will be submitted. Lot number was not provided, therefore, review of the manufacturing records could not be completed. The exact model number was not reported; therefore, the 510(k) number is unknown.